Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The reported issue could not be reproduced during the device evaluation as the device was inadvertently not evaluated for the reported undetected upstream occlusion. The device will pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect upstream occlusion. There was no patient involvement. No additional information is available.